Event description:
Report received of one pt who experienced three instances of air in the distal portion of the pump tubing sets. The pt is a home care pt receiving chemotherapy via a PICC line. The infusion was to run continuously at 0.7ml/hr for seven days. The pt called into the agency on the day of the event to report "air in the tubing past the cartridge". The customer went to the home and noted "about 50 choppy bubbles in the distal portion of the tubing". The tubing was changed, using a tubing set from the same lot. The same problem occurred three days later. The tubing was changed again from the same lot. Two days after later, the pt called the agency stating there was, "lots of air in the tubing past the cassette". The tubing and pump were changed. The last tubing was from an unknown lot and the packaging was discarded. There was no report of air entering the pt, no blood loss or bleed back. There was no report of an adverse pt event. The pt completed the course of chemotherapy, and the PICC line was removed. Additional info was requested, but no further info was available.